Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found multiple "gas loss in iab circuit" in the logs. The iabp was exercised on a test catheter & patient simulator without issue. Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. Unable to duplicate any issue or failure with the iabp. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was showing an error while inflating and deflating lost air in line while connected to the patient. Unit was replaced. There was no patient harm.